Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date month and year ((B)(6) 2019) valid only. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. (Serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and de generative disc disease/herniated disc pain. It was reported that the desktop charger connector pin broke off completely and was stuck in the recharger. The patient was able to pull out the connector pin while on the call. They then mentioned that the device that delivered a shock wasn't stimulating because they couldn't charge the ins. The patient confirmed that the ins wasn't actually shocking them, but they were referring to the vibration they felt with the device. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had lost stimulation 2 weeks prior to the report and the replacement of the desktop charger resolved the loss of stimulation. No further complications were reported or anticipated.